Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. Prior to the removal while the patient was in the hospital, the patient suffered a cardiac arrest and required transcutaneous pacing. The implantable cardioverter defibrillator was observed to be intermittently pacing. The patient was stable following the removal.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Manufacturer narrative:
Premature battery depletion and communication failure were confirmed by analysis. The loss of communication was due to low battery voltage, as a result of premature battery depletion. Pacing function was tested with the device powered with an external supply and was normal. The reported pacing anomaly was due to low battery voltage from premature depletion. No sources of high current were noted. The cause of the premature battery depletion was consistent with lithium (li) cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.